Event description:
It was reported the customer was hospitalized for high blood glucose. The customer stated she is under a lot of stress. Troubleshooting was performed. The bolus history shows an alarm.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.